Event description:
It was reported that the pressure relief and peep are incorrect. No additional information.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a missing oxygen (o2) end cap, damaged input/output label(patient fitting was intact), input manifold was loose on the bottom chassis, front panel was bent at the top right, and the rfv rubs on the battery compartment. Internal inspection shows a disconnected variable relief valve with teflon underneath it. The electrical chassis contains damaged components. The technician performed relief pressure and peep control checks. The report issue was confirm. The pressure relief measurements were in specifications but inconsistent readings. The peep measures out of specifications. The root cause of the report issue was found to be the threads on the vrv block was damaged causing the variable relief valve to be loose cause by the customer damage. The technician replaced the block and adjusted grub screw to correct the reported issue.

Event description:
Additional information received via email (B)(6) 2022. Date of event, event occur in use with patient and adverse event are unknown.